Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: at the time of closing the wound with the stapler, it does not perform the function, the inclined and non-uniform staples are observed from the side in a different order from their normal position. The staples do not come out uniformly when pressure is put on the skin, having to request another stapler.

Event description:
Reported issue: at the time of closing the wound with the stapler, it does not perform the function, the inclined and non-uniform staples are observed from the side in a different order from their normal position. The staples do not come out uniformly when pressure is put on the skin, having to request another stapler.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.